Event description:
A (B)(6) male patient contacted zoll customer support to report that the charger was not functioning properly and the battery pack was faulting. The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger does not function properly) was confirmed. Upon evaluation, the charger/modem was resetting. Upon evaluation, the flash memory programming was corrupt on flash components u102 and u105. The cause of the resets is the corrupt programming. The root cause of the corrupt programming cannot be positively identified. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery faults) was confirmed. As received, the battery would not charge or power on a monitor. Upon evaluation, there was corrosion on the pca board inside the battery pack. The cause of the inability to charge and power on a monitor is the corrosion on the pca board. The cause of the corrosion is liquid contamination. The root cause of the contamination cannot be positively identified but is likely ingress. No adverse event resulted from the defective charger/modem. The patient received a replacement charger/modem. Manufacture date: charger/modem: 08/2012. Battery pack: 02/2013.